Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
During the index procedure one ellipsys catheter was used to create an arteriovenous fistula (avf) in the left arm. Access was achieved, the device was deployed and the fistula was successfully created. Balloon was done following avf creation with a non mdt balloon. Approximately 6 days post procedure the patient suffered from stenosis at the av fistula anastomosis. An ultrasound was performed during a 4 week study visit which showed a hemodynamically significant stenosis in the left proximal anastomosis. A fistulagram was attempted. The vein was accessed near the shoulder but when the wire was advanced to the anastomosis, it was noted to be very tortuous. It was then decided to access from the radial artery at a later date to perform the procedure. The anastomosis was noted to have significant stenosis and was treated with a poba and cutting balloon with a good end result and a resolution of the stenosis. The patient recovered. The sponsor assessed the event as related to the device. The cec adjudicated the event as related to the device. The patient has not recovered. The investigator assessed the event as not related to the external study device, not related to the secondary procedure and possibly related to the study procedure.

Manufacturer narrative:
Additional information: event was determined to be part of the maturation process. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.